Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. The consumer reported she experienced burning associated with the product. The doctor reported giant papillary conjunctivitis and restarted pataday and lotemax treatment. The (B)(6)) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported are consistent with the (B)(6) description of symptoms associated with hydrogen peroxide exposure. The "restart" of pataday and lotemax indicate there may have been a pre-existing condition not associated with the product.

Event description:
A consumer reported that after using the product it made her eye burn, and she visited her doctor. Paperwork received from the doctor indicated the patient was diagnosed with giant papillary conjunctivitis in both eyes. Paperwork also indicated "restart" of treatment with pataday and lotemax. Consumer reported she recovered and resumed lens wear. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.